Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Problem reported: customer reported room one of two rooms using the same system back and forth. Room 1 they were working on l5 to s1 plif. Lateral screw was out and needed to be revised. What step were they on when this issue occurred? Setting up screw placements. Was this a robotic or navigation only procedure? Navigation only. Troubleshooting: lateral revised with velys. Moving back and forth between two rooms and both needed revisions. Case was completed using the velys system.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). H3, h6: investigation summary: according to the information received, the issue with the following product: 451611000 sn (B)(6). Customer reported room one of two rooms using the same system back and forth. Room 1 they were working on l5 to s1 plif. Lateral screw was out and needed to be revised. Investigation summary: the investigation could not confirm the described issue (screw misplacement). This issue was investigated and reviewed by the system team. The investigation showed that potential causes could be related to unintended motion of the patient array or skiving during instrument use and positioning. Exact root cause could not be determined. There were no defects found with the system and software. The reporter indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Root cause: no failure found. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review (DHR): no manufacturing record evaluation required as no manufacturer or service related issue found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.